Manufacturer narrative:
Date of event: exact date unknown, reportedly 2 weeks ago (approximately (B)(6) 2016). Lot number: unknown, not provided. Expiration date: unknown, as lot number unknown/not provided. (B)(4). Device manufacture date: unknown. Device evaluation: product testing was not performed as the product was not returned for investigation, it was discarded. Manufacturing record review: a manufacturing records review for the reported lot could not be performed as lot number of the complaint product is unknown. Labeling review: the directions for use (dfu) of the multi-purpose solution family was reviewed. Related instruction and precautions are addressed and adequately provided the user on the proper use and handling of the product to include precautions and warnings. Through review of historical complaints,no product deficiency was identified for the reported issue. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported that she used blink revitalens for two weeks and got bumps on the inside of her eyelids and experienced itching. This took place approximately two weeks ago. Patient then found a small bottle of revitalens ocutec, that she already had, and used it to rinse her lenses that had been soaked in blink revitalens. Her eyes then felt a lot better and not as itchy. It's taken about two weeks for her eyes to recover from bumps and itching on the inside of her eyelids. She then found a large bottle of revitalens ocutec and started to use it to clean and disinfect her lenses, with no issues. Early on when she started to experience the bumps and itching she changed to a new pair of contacts. During this two week time frame she went to her optometrist and the doctor flipped her eyelids inside out and said the bumps and itching is what happens when there is an allergy to a product. Doctor gave patient an allergy eye drop called, (B)(6) and told her to use one drop in her eyes every morning. The doctor also gave her a product to help purge her lenses, but she can't remember the name of the product. Doctor did tell patient that her lenses are not the issue. Today patient has not fully recovered, but doing a lot better, still has some itching. Patient was a long time user of revitalens ocutec and never had any issues, until it became blink revitalens. Misuse is noted since patient has re-used solution on a couple of different occasions. Patient was advised that going forward, solution should be discarded daily. Patient does not know lot number for complaint bottle and no longer has the bottle, she discarded it. No further information was provided.